Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. Litigation alleged the patient suffered significant pain in and around her right hip which limited her mobility, elevated chromium and/or cobalt levels in her blood, cysts around and metal debris within the implant site, and a "popping" sensation eminating from her implanted device. Update 8/24/2012 - patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Der received. Right side . Revision taken place (B)(6) 2014. Reason(s) for revision : surgeon will not disclose reason for revision. Pre-op cobalt level 16.9 and pre-op chrome 9.6. (B)(4). Update rec¿d 12/29/2014 - medical records received. Upon revision, cysts were noted. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 1/21/2015.